Manufacturer narrative:
Implanting/explanting physician: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: exchange from textured to smooth implants due to the patient's concern with the product, breast implant-associated anaplastic large cell lymphoma.

Event description:
Healthcare professional reported right side "exchange from textured to smooth implants due to the patient's concern with the product." Additional mention of "breast implant-associated anaplastic large cell lymphoma". Pathological markers have not been provided. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Lymphoma-alcl-suspected: unable to observe as it is a medical event not related to the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.